Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image blackout, connection of electrical plug at pcb loosened. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the electrical connector loosened. Based on the result, we concluded that it was caused due to the excessive force applied on the electrical connector.